Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. This was identified when a staff member took the cap off the device and noticed a ¿large amount of precipitated 5-fu [fluorouracil] crystals¿ around the inside of the luer lock connector. The device had been filled with 2800mg fluorouracil. This was noted before use. There was no patient involvement. No additional information is available.